Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a replace battery now alarm on the insulin pump. Customer's blood glucose was 65 mg/dl. Customer was using an aa lithium battery. Customer stated that the battery cap was okay and this was the second time the anomaly occurred. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement were within specifications. The pump was monitored without a battery for 10 minutes. After re-inserting the battery, no unexpected replace battery now was noted. However, the pump alarmed pump error 63 during the self test due to poor solder joints at the ambient light sensor on the keypad assembly. The power management parameters graph confirmed the power error alarm 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a scratched case.